Event description:
It was reported that during the pre-use check, the customer noticed no scale graduation was printed on the syringe barrel. No patient involvement. No additional information is available for this complaint.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: the report was submitted in error., corrected data: corrected information provided in h10.